Event description:
According to the reporter, the customer has a defibrillator with broken adult paddle adapter used with standard hard paddles. He stated he was not aware of how it got broken. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control provided part number, cost for replacement adult paddle adapter.